Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) devices (a and b) were returned in good visual condition, the devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure. According to the complainant, during the colonoscopy procedure, the technician was unable to retract the needle back into the catheter. They had to pull the needle out through the channel of the scope; this caused damage to the scope. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure. The devices leaked during the case. The leaking occurred with or without an instrument inserted. Another device was used to complete the case. There was no adverse consequence to the patient.